Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right atrial (ra) lead implant procedure, placement difficulty occurred, and the lead was removed and replaced with a different lead. It was also reported that the right ventricular (rv) lead encountered placement difficulty, and lead perforation. The patient experienced cardiac tamponade due to rv lead perforation. The rv was removed and replaced with a different lead. No further patient complications have been reported as a result of this event.